Manufacturer narrative:
The investigation into the reported hemolysis has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis. The data logs showed recurrent suction alarms throughout support. No other abnormal metrics or trends were observed. The root cause for hemolysis remains undetermined since neither the product nor sufficient clinical information were provided. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 77 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. The device required premature removal due to suspected hemolysis.